Event description:
Hcp reports pt presented in 2004 with signs of a granuloma. The catheter and pump were explanted in 2004. The catheter was returned to the MFR for analysis. The pt suffered neurological damage. The physician is concerned the neurological damage is associated with the granuloma.